Manufacturer narrative:
(B)(4). D4, g4: pt101ew is not sold in the USA but it is similar to pt101us which is a product sold in the USA. The 510(k) for the similar product is k131895. Product background: the pt101 airvo 2 humidifier (airvo 2) is an active humidifier with integrated flow generator that delivers high flow warmed and humidified respiratory gases to spontaneously breathing patients through a variety of patient interfaces. Its intended use is for the treatment of spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. The airvo 2 is not intended for life support, and appropriate patient monitoring must be used at all times. The airvo 2 speaker is intended to provide auditory alerts to the user and auditory alarms under certain conditions. The user instructions instruct the user on how to check alarm functionality before use on a patient. The user instructions warn "if either alarm signal is absent, do not use the unit. Contact your fisher & paykel healthcare representative". In the case of speaker failures, a speaker will typically provide a distorted, intermittent or reduced sound level before becoming completely inaudible over time. This contributes to the early detection of this fault by users. Method: the subject airvo 2 was received by fisher & paykel healthcare (f&p) where it was inspected by a trained f&p investigation engineer. The device was performance tested and the audible alarm function was checked. F&p's investigation is based on the information obtained from the customer, f&p's evaluation of the subject device, previous investigations of similar complaints, and f&p's knowledge of the product. Results: during testing it was found that the airvo 2 did not have an audible alarm. It was identified that the issue was due to a faulty speaker. Electrical resistance testing showed the speaker's resistance to be open-circuit. The speaker is a supplied component that is assembled into the airvo 2. Conclusion: as part of ongoing product improvement initiatives, a new speaker configuration from a different supplier was implemented on 14 august 2017. Since the introduction of the new speaker, there has been a 94% reduction of the failure rate for units manufactured after 14 august 2017. Furthermore, a voluntary recall was initiated in march 2024 to remove and replace devices with the old speaker configuration. Further improvements were initiated in march 2019 which involved an update to the control pcb in order to reduce the mechanical stress on the speaker when operating. A historical search was conducted for the last 2 years which showed the speaker failure has not caused or contributed to any serious adverse events. The current failure rate per use for units manufactured after the speaker change is less than (B)(4) worldwide.

Event description:
A healthcare facility in denmark reported via a fisher and paykel healthcare (f&p) field representative an issue with a pt101 airvo 2 humidifier (airvo 2). During device evaluation and performance testing at fisher & paykel healthcare (f&p) in new zealand, it was found that there was no audible alarm. There was no patient involvement as the issue was found whilst the device was not in use on a patient.